Event description:
User reports water leaking under the analyzer onto the floor. No one was harmed or injured. Patients have not been affected. The field service rep found a kink in the drain tubing to be the cause. He replaced and rerouted the tubing. System prime and visual inspection for fluid were performed.